Event description:
The customer reported that their device would no longer detect the connection for the therapy cable assembly. The device would not have the ability to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The therapy connector assembly was further evaluated by the failure analysis center and it was determined that the cause of the reported failure was due to a broken pin stuck within the therapy connector.